Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels of 274 mg/dl. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer reverted to an alternate pump for insulin therapy.